Event description:
A vaxcel ministick peelable sheath set was being used in the therapeutic placement of a PICC line in 2005. Immediately upon attempting placement, the peelable sheath would not peel away and the wings broke off. The physician needed to use forceps in order to tear away the rest of the sheath to finish placement.